Event description:
It was reported that the user experienced low glucose while using a freestyle libre 3 plus cgm and the ilet system, with a lowest sensor reading of 53 mg/dl after a day of increased physical activity; the user treated with oral carbohydrates consisting of three fruit snack packs and the glucose trend was rising. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included transient impact with self-treatment and no hospitalization. Investigation included complaint intake, user education and troubleshooting regarding hypoglycemia recognition and treatment, and review of usage context. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with hypoglycemia of unclear cause in the context of recent exercise and routine meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.